Event description:
It was reported that a patient underwent an open surgery and removal of right tibial internal fixation on (B)(6) 2022 and suture was used to sew subcutaneous . One week later, poor wound healing was found. On (B)(6) 2022, it was found yellow secretion flowed from the wound, and the wound was like scalded. In the meantime, wound eruption, and itching occurred. A dermatologist was invited for consultation. The patient was treated with an allergy medicine (cetirizine) and finally successful discharge. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/28/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure does the patient have any comorbidities? Is the patient diabetic? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any other medical/surgical intervention, other than the cetirizine, required for this suture event including dates and results. Was the cetirizine that was prescribed, over the counter or required a prescription? What is meant by the ¿wound is like scalded¿? Please specify what is meant by ¿wound eruption¿? Please specify did the patient experience a wound dehiscence? If yes, please specific what tissue dehisced. Were cultures performed? Results? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. Note: events reported in 2210968-2022-02202.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/28/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Does the patient have any comorbidities? Is the patient diabetic? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any other medical/surgical intervention, other than the cetirizine, required for this suture event including dates and results. Was the cetirizine that was prescribed, over the counter or required a prescription? What is meant by the ¿wound is like scalded¿? Please specify. What is meant by ¿wound eruption¿? Please specify. Did the patient experience a wound dehiscence? If yes, please specific what tissue dehisced. Were cultures performed? Results? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?